Event description:
It was reported that while preparing a case outside the operating room, it was noted that there was a particle in the pack. It was also reported that the blade was not used on a patient and there were no adverse consequences. It was further reported another blade was readily available and there were no delays as a result of this event.

Manufacturer narrative:
The blade and packaging subject to this investigation were returned for evaluation. It was visually confirmed that there was a particle inside the inner polybag. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.